Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead was slightly bent and had a possible fracture. The lead was removed and replaced. There were no patient consequences.